Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a scheduled pulse generator changeout procedure, the generator was unable to be interrogated. Upon extraction, the device was exposed to electrocautery and exhibited pauses in pacing. The pulse configuration was set to unipolar the physician suspected this caused the lack out of output. The device was explanted and replaced.